Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009, a sparc sling system was implanted to treat stress urinary incontinence. Plaintiff's attorney has alleged that, "plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," and that plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and other losses. It was also alleged that plaintiff underwent "extensive medical treatment, including, but not limited to, operations to locate and remove the products, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."